Manufacturer narrative:
Evaluation summary: the lens was returned with solution dried on the surface. Optic is torn into pieces with additional split/cracked and scratched areas from edge toward the optic center. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic indicate d was not approved for use with the qualified cartridge combinations for this lens model. The product investigation could not identify a root cause. Lens bench testing could not be conducted because of the optic damage. Due to the presence of surgical solution and the condition of the returned ens, the observed lens damage is mostly likely related to customer handling. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A materials coordinator reported that an intraocular lens (iol) was exchanged due to blurred and double vision. The patient was experiencing diplopia and the lens was replaced. In a follow up, the surgeon reported that the event resolved with the treatment (iol exchange). The iol was replaced with a different model lens. The surgeon also reported that an unapproved viscoelastic was used during the original surgery.